Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that a 1104 "check vent: backup alarm failed" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem at the repair center. The pse replaced the central processing unit (cpu) board and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.